Event description:
A pt's device was explanted 3 months after being implanted due to "the leads pushed it's way out of the body." No further info was reported, including the pt's outcome. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).